Manufacturer narrative:
Summary of analysis: the observed no output/no communication were the result of a fractured hybrid substrate caused by a piece of foreign material lodged between the battery & substrate due to an assembly error. The material is a ceramic resistor array "daughter" board.

Event description:
The reporter indicated a pocket infection.